Manufacturer narrative:
Calibration was last performed on 23-mar-2023. Qc was acceptable on the day of the event. The alarm trace showed three sample volume insufficient or clot alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, patient 1 had an initial troponin result of 4.65 pg/ml. On (B)(6) 2023, the sample was repeated twice and the results were 38.79 pg/ml and 38.31 pg/ml. On (B)(6) 2023, patient 2 had an initial troponin result of 68.03 pg/ml. The sample was repeated and the result was 6.71 pg/ml. On (B)(6) 2023, the sample was repeated twice and the results were 67.69 pg/ml and 65.75 pg/ml. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(6).

Manufacturer narrative:
The investigation is ongoing.